Manufacturer narrative:
Na

Event description:
It was reported that when the pt was placed on the ventilator, the pt's saturations went from approx 95% to about 76%. When the pt was manually ventilated, the o2 saturations returned to normal. The pt was placed on a back-up ventilator. No pt injury or harm reported.